Event description:
The pt was to undergo ptca for a mid-left anterior descending "active looking lesion." On fluoroscopy some calcium was noted in the vessel. An attempt was made to pass a "different" 2.5 mm balloon without success. The reported 2.5 mm balloon was then passed and inflated to 7 atm. Shortly thereafter, dye suddenly extravasated into the tissue of the arterial wall and pressure dropped indicating the balloon had burst. It was removed and replaced with a 40mm catheter and then a 2.0mm-40mm catheter inflated to 3 atm. Despite this an intra-aortic balloon pump insertion, multiple drugs and an attempt to get pt to the operating room, he went into cardiogenic shock and expired.